Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a serious programmer issue occurred during booting with the service disk. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. It was also noted that the cover display was damaged and the power bay assembly was damaged. Software was reloaded and updated as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.